Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. No symptoms reported. No intervention was performed. The patient was stable throughout appointment.